Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level (bg) was 53 mg/dl; no further information was provided regarding low bg. Multiple attempts were made by tandem technical support to continue troubleshooting for low bg; however no response was received.